Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection did not reveal any damage on the device. The investigator subsequently calibrated the device. The device was found to be operating as intended. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the level 1 hotline low flow system exhibited an unspecified product problem. No patient injury or complications were reported in relation to this event.